Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Pt was having a stress test. While the pt was on the treadmill, the nuclear tech opened the slide clamp and started to inject the radioactive isotope and noticed leaking from the extension set tubing. Upon further examination, it appeared that the tubing was cut from the slide clamp. The contamination spill was cleaned up. No pt or user harm. Customer stated that no add'l event or pt info is available.